Event description:
It was reported that during central processing, the small grasping retractor instrument was observed with a broken cable at the time and it could not be use. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the small grasping retractor instrument involved with the complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.